Event description:
It was reported that a spectrum pump alarmed "close door" when the door was already closed. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported close door alarms were confirmed through review of the event history log, but could not be reproduced during evaluation. Evaluation found the door to close as designed. The pump was reworked per baxter's service procedure to ensure proper door operation.